Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced difficulty charging their ipg due to the ipg being too deep. As such, surgical intervention took place on (B)(6) 2026 wherein the ipg site was changed to address the issue. Reportedly, the issue has resolved.